Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Although additional information has been requested from the reporter, additional information has not been received as of the submission date of this report. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot/serial number (B)(4). Manufacturing location: synthes (B)(4). Manufacturing date: jul 14, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the torque limiter fell apart on an unknown date. Specifically, the components detached. There were no visible fragments generated. Although it is unknown when the event occurred, there was no patient or surgical involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that:the investigation of the torque limiting attachment has shown that the tip (part of attachment) is broken off. The instrument was analysed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken device was manufactured in july 2014. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we therefore it is likely that a heavy exceeding mechanical overloading situation during use which caused the breakage. We can only assume that the instrument was used to loosen a screw. Please note that the tla is not intended for this use. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. That a heavy exceeding mechanical overloading situation during use which caused the breakage. We can only assume that the instrument was used to loosen a screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.